Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons were under responsive. It was noted that there was damage to the keypad cover. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump was further evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be peeled off from the base. During testing, all keypad buttons were found to be intermittently unresponsive. There was evidence of contamination found under all key contacts. The ok button contact was damaged and would not spring back up after depressing it. Unrelated to the complaint, evaluation revealed that the display was dim/fading/discolored.